Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed qc failing, dirty munsell mask, faulty waste pump. He replaced dirty teflon filters, cleaned munsell mask and replaced faulty waste pump. He ran qc twice and test samples with no issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there multiple analyte failures, including false negative bilirubin and false positive blood on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event.